Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was observed at power up but not reproduced. System error 105 was confirmed and caused by severed motor mount screws. The motor assembly, including the screws, was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed system error 105. There was no patient involvement.